Event description:
A report was received that the patient was explanted due to infection. The physician observed pus at the pocket site and treated by placing a pouch over the site to drain the pocket and to administer antibiotics. The physician did not indicate whether the infection was device related. The patient was placed on both oral and IV antibiotics and is reportedly doing fine.